Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the programmer screen was damaged, it was not possible to use a programmer pen in some areas on the screen. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the touchscreen was badly scratched and had deep marks on the screen. It was not possible to use the touch pen correctly. (B)(4).